Event description:
Allergan representative reported on behalf of a healthcare professional that an implanted band previously had a "leak in the tubing close to the port." There is now a "leak higher up in the tubing" of the lap-band system, first noticed when the pt "gained all of [their] weight back with no fluid left in the band." Follow-up info: health professional reported that pt had their port explanted and replaced during the previous "leak in the tubing close to the port." Original band portion with the alleged leak and port replaced during previous surgery remains implanted.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."